Manufacturer narrative:
There are three devices failed with a broken tip associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (kr252859), (B)(6) (kr271509) and (B)(6) (kr271509. This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic total laparoscopic hysterectomy procedure, which lasted for two and a half hours, three devices failed one after the other with the probe tips breaking off and falling into the patient body. All the broken pieces were retrieved from the patient body. The procedure was completed was completed with a new similar device with a delay of 30 minutes. There was no impact of this event on the therapeutic outcome of the procedure. There is no harm or adverse impact to the patient. The devices were not connected to other devices at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus was unable to confirm the reported event, the probe was not broken. The tissue pad was worn away; however, this defect is not considered severe enough to cause a potential adverse event. As the probes were broken in the related complaints (B)(4), it is possible that this complaint was the product used at the completion of the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.